Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 1999, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with recurrent herniated nucleus pulposus. The investigator noted the event as severe in intensity. Pt was rehospitalized for one day for recurrent hnp. Pt was asymptomatic after reoperation. Released to full duty in 1999. The event resolved with treatment 11 days after event date. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as surgical complication.